Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not delivering insulin properly and customer's blood glucose was elevated (value not provided). Customer declined to provide further information and declined follow up from tandem technical support.